Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in peri-oral region with juvéderm® volbella¿ with lidocaine and juvéderm® ultra 3 in the lips. Next day, only little swelling was reported. 9-days later, patient "has developed lumps in lips and region where the filler was placed", "presented with deep smoker peririoral lip lines and thin lips. Post treatment some slight swelling advice given verbal and written. Lips apparently swollen and lumps. Several lumps apparent mostly upper left lateral lip also small white pustules noted in two areas on perioral." Treatment included anti-biotics and steroids, fluxcloxacillen . Symptoms resolved 17 days after onset.